Event description:
It was reported that during a diagnostic lap procedure, the device was opened and placed through the trocar and the pad detached. The tissue pad fell into the patient and was removed through the trocar. Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.